Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse replaced the axes controller platform (acp) 5 and the orienting platform (op) laser. System errors were cleared and the fse completed a system verification with no issues. The system was tested and verified as ready for use. The axes controller platform (acp) cfg unit was returned for failure analysis (fa), and the reported system error was not confirmed nor replicated. System logs on the error did not indicate that this fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The acp cfg was installed, successfully programmed, and tested on the golden system, run 12 power cycles with no issue on startup and no errors or failures were triggered. The acp cfg remained on the system for 2 hours idling in normal mode with no issue. The helm control functionality was tested and no errors were triggered. In addition to the test, this unit went through in process correction verification and passed all the tests. In reviewing the field service engineer (fse) analysis, an orienting platform (op) laser assy was also replaced to resolve the reported error.

Event description:
It was reported that prior to an unspecified da vinci-assisted surgical procedure, the customer encountered repeated system errors during system startup. Prior to calling intuitive surgical inc. (Isi) technical support engineers (tse), the customer had performed a hard power cycle and attempted to recover the error, but the issue remained. The tse guided the customer through performing a hard power cycle and the error remained. The patient cart drive and boom functionality were subsequently disabled, which cleared the error, but left the patient side cart (psc) height in a position the prevented the surgical team from being able to use the system. The procedure was converted to open surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: the op laser involved with this complaint is a field scrap item and will not be returned to intuitive for further investigation. The complaint was confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.